Event description:
It was reported that a right atrial (ra) lead was dislodged. The lead was explanted and successfully replaced. The lead is expected to be returned. No additional adverse patient effects were reported.